Manufacturer narrative:
(B)(4). Evaluation summary: the cause was unable to be determined. Should additional relevant information be received, a follow-up medwatch will be submitted.

Event description:
It was reported that one small volume intermate elastomeric device was found with particulate matter inside of the reservoir after the device had been filled with 200ml of meropenem. This was observed prior to patient connection. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is in the process of being evaluated. Visual inspection identified a solid, silver particle inside the bladder. This confirmed the reported condition. Should additional relevant information become available, a supplemental report will be submitted.